Manufacturer narrative:
(B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #:1502207, medical device expiration date: 2020-01-31, device manufacture date: 2015-02-17. Medical device lot #: 1707218, medical device expiration date: 2022-06-30, device manufacture date: 2017-07-20. Sample evaluation: we have been provided with the affected samples. After the evaluation of the returned samples, we confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Bhr review lot #1502207: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2022 ( (B)(6) 2015). Syringes were assembled in machine, nº4235, nº4213, nº4212, and nº4203, in lot #5044284 ( (B)(6) 2015). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #5044089, and #5037196 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #5044120, #5037222, and #5029129 and no problems, defects or qn related to the reported issue were found. Lot #1707218: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2028 ( (B)(6) 2017). Syringes were assembled in machine, nº4235, nº4213, nº4212, and nº4203, in lot #7198307 ( (B)(6) 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7198283, and #7187012 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7198289, and #7187016 and no problems, defects or qn related to the reported issue were found. Root cause analysis. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The presence particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required prior to marketing the product and meet the established criteria for preclinical toxicological safety evaluations. Should any lubricant particles enter the fluid pathway then the risk to the patient based on toxicological or physical occlusion of blood vessels is deemed as negligible and clinically insignificant. Confirmation: the returned samples presented white particles in the syringe and confirmed the reported issue. We have initiated the appropriate corrective and preventive actions for this issue. CAPA # (B)(4).

Event description:
It was reported during use of the bd discardit¿ ii syringe a female "works in the laboratory and uses the bd discardit for cleaning of the laboratory devices that measures the particles of 50-100 micrometer. For this purpose she fills in the syringe with the dpbs (physiological saline with buffer). The device gave a many times particles-alarm. When checking the syringe the female worker noticed the 'flakes' (particles) with an naked eye. There was no report of injury or medical intervention.